Event description:
It was reported that the customer passed away while wearing the insulin pump. The detective investigating the customer's death could not provide any additional details about the event due to the circumstances surrounding the investigation. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.